Manufacturer narrative:
H10: the actual device was returned to philips bench where the technician was unable to replicate the customer's issue. The audio was working and there were no speaker malfunction messages; therefore, the cause of the customer's allegation is unknown.at bench repair, the device was updated to the latest hardware and software per assembly procedures submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports that the mx40 has a speaker malfunction. Good faith efforts were made to confirm local audio; however, no additional information was provided. The device was not in use on a patient at the time of event.